Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 470mg/dl at the time of incident. Customer¿s other blood glucose value was 70 mg/dl and 347 mg/dl. Customer was treated with bolus for high blood glucose. Customer did not allege insulin pump was under delivering the insulin. The insulin pump will not returned for analysis.